Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been seen by paramedics due to hypoglycemia. The patient's blood glucose levels reached 27 mg/dl while wearing the pod. It was also reported that there was a communication issue with the device. The patient was treated with IV (intravenous) glucose.